Event description:
It was reported that the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes experienced underfill. There was no report of patient impact.

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown . Lot number was not reported; however, potential lot numbers were provided. The information for the lot numbers are as follows: d4. Medical device lot #: 4046892. D4. Medical device expiration date: 01-feb-2024. H4. Device manufacture date: 31-jan-2026. D4. Medical device lot #: 3282114. D4. Medical device expiration date: 01-nov-2023. H4. Device manufacture date: 31-oct-2025. D4. Medical device lot #: 3170111. D4. Medical device expiration date: 01-jul-2023. H4. Device manufacture date: 30-jun-2025. D4. Medical device lot #: 3180442. D4. Medical device expiration date: 01-jul-2023. H4. Device manufacture date: 30-jun-2025. H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.